Event description:
When following protocol to resuscitate a pt, external pacing was being performed using a defibrillator synchronized with ECG when the audicor 200 d ECG device installed in-line with the defibrillator shut down due to low battery power. As a result, pacing of the pt was interrupted. Pt pacing was immediately restarted by switching to demand-pacing mode on the defibrillator. Synchronized pacing was later restored with the use of a spare defibrillator system. The pt died. However, according to chief of fire and rescue, death was not attributable to the interruption of treatment due to the low battery shutdown.